Event description:
It was reported that prior to starting a da vinci s surgical procedure, the endowrist prograsp forceps instrument was defective. No additional information was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and found that recognition and engagement passed. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument is fully functional. Engineering also observed the main tube is damaged. There are multiple deep scratches within an area extending approximately 2" from the intersection with the proximal clevis where material was removed from the main tube. Based on the location and appearance, the damage was most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.